Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 32 mmol/l. The customer's other blood glucose was 18 mmol/l at the time of incident. The customer was treated with insulin pump for high blood glucose values. The customer alleged that the insulin pump was under delivering. The device is not expected to be returned for analysis.